Event description:
It was reported that 8 bd vacutainer® naf n2e plus blood collection tubes had black foreign matter in them, 6 tubes had plastic particles from a broken tray encapsulating them, and 1 tube had a broken cap. All defects were found before use in lot# 9260618. The following information was provided by the initial reporter: "black point = 8 sp plastic encapsulates tear products = 6 sp lid is broken = 1 sp".

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fm, damaged eps tray and damaged cap with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd vacutainer® naf n2e plus blood collection tubes had black foreign matter in them, 6 tubes had plastic particles from a broken tray encapsulating them, and 1 tube had a broken cap. All defects were found before use in lot# 9260618. The following information was provided by the initial reporter: "black point = 8 sp. Plastic encapsulates tear products = 6 sp. Lid is broken = 1 sp."